Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe exploded during use. The following information was provided by the initial reporter: while sampling a solution of g5%, the syringe exploded in hands. Causes: I don't know. Possible consequences: harm for the hcw.

Manufacturer narrative:
Two photos were provided to our quality engineer for investigation. Upon inspecting the photos, the syringe barrel is noted to be broken at the barrel edge. A device history review was performed for the reported lot 1903231, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Product is visually and functionally tested throughout the manufacturing process to ensure the quality and functionality of the device. Based on the available information we are not able to identify a root cause related to our manufacturing process at this time. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. It has been received 2 pictures for investigation. Upon visual inspection of the pictures received, it can be observed the syringe barrel is broken at the barrel edge. DHR of lot 1903231 has been reviewed not finding any annotation or deviation regarding the alleged defect. According to inspection plan procedure jg-500, 200 units are inspected every 2 pallets by quality control team. Since no issues were identified and manufacturing record stablished that all production and quality processes were carried out normally, the root cause of the alleged defect cannot be determined. Based on all the preventive measures and our stringent in ¿process inspection plan, we are certain that this should be an isolated issue and any recurrence is really unlikely based on no quality notification was opened during manufacturing process of this lot. This incident is reported to manufacturing area staff. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause: cannot be determined. Based on qda limits for this product and defect no corrective action is required at this time. H3 other text : see section h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ 50ml luer-lok syringe exploded during use. The following information was provided by the initial reporter: while sampling a solution of g5%, the syringe exploded in hands. Causes: I don't know. Possible consequences: harm for the hcw.